Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hcg + beta test system on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an hcg+beta value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted and repeated, resulting in a value of >1,000,000 miu/ml accompanied by a data flag. The sample was repeated on a second analyzer, resulting in an hcg+beta value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted and repeated on the same analyzer, resulting in a value of 28619 miu/ml. The 28619 miu/ml value was deemed correct and was reported outside of the laboratory. The sample was repeated again on the second analyzer, resulting in an hcg+beta value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted and repeated on the same analyzer, resulting in a value of 28822 miu/ml. The sample was then repeated again on the complained analyzer, resulting in an hcg+beta value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted and repeated on the same analyzer, resulting in a value of 32185 miu/ml. The hcg+beta reagent lot number was 51385102, with an expiration date of 30-apr-2022.

Manufacturer narrative:
The initial reporter stated they received discrepant hcg+beta results for a second patient sample tested on the e 801. No incorrect results were reported outside of the laboratory for this sample. The sample initially resulted in an hcg+beta value of > 10000 miu/ml accompanied by a data flag. The sample was automatically diluted by the analyzer, resulting in a value of > 1,000,000 miu/ml accompanied by a data flag. The sample was then repeated on a second analyzer, where it resulted in a value of > 10000 miu/ml accompanied by a data flag. The sample was then automatically diluted by the second analyzer, resulting in a final value of 9911 miu/ml. The sample was repeated a second time on the second analyzer, resulting in a final value of 9599 miu/ml. The reporter stated the repeat results were more believable. The second sample is from a 28 year old female patient born on 02-feb-1994 and weighing 59.1 kg.. This patient is in her first trimester of pregnancy and has been diagnosed with heavy cramping and bleeding. The patient has a history of recurrent miscarriages.

Manufacturer narrative:
The field service engineer determined the issue was caused by the customer's laboratory information system (lis). The customer's lis is not sending a request for rerun to the instrument. The instrument is operational and dilutions will be programmed manually until the lis issue is resolved. The engineer checked the instrument mechanisms and no issues were found. The investigation could not identify a product problem.